Event description:
The instrument was used during a gastric bypass. The staples did not form on proximal part of stapler on second firing. The first and third firings were perfect. Rep returning 2 reloads (xr60g) with instrument. The cartridge which misfired is the one not in the stapler. There was no consequence to the pt. No buttressing material was used.